Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the cable was twisted and that it had a nick in its insulation, though it was still functional and that the rubber portion of the label was starting to peel away. The head was being sent on for repair and reallocation. (B)(4).

Event description:
It was reported that the radiofrequency programmer head originally returned as it was no longer needed subsequently tested out of sp ecification during manufacturer&#38112;analysis. There was no patient involvement.